Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional details regarding the explant cannot be obtained. This is the final report.

Event description:
The recipient's device was reportedly explanted and reimplanted with another cochlear device.